Manufacturer narrative:
The log file of the affected device was analysed regarding the reported event. Based on the analysis of the log file, it could be confirmed that the safety software of the device detected implausible expiratory and inspiratory pressure readings at 07:52 am on the reported date of event. The device then issued the alarm message "device failure" as specified and performed a pressure release. At 07:54 am, the device was switched to standby mode by the user. In addition, the log file analysis showed a calibration error, which was triggered by an incorrectly switching solenoid valve on the calibration unit or a faulty pressure sensor. Both parts should be replaced to resolve the problem. As a safety feature of the system, the safety software analyses and checks the proper functioning of the device. If the safety software detects a deviation in the pressure measurement system, the emergency ventilation valve opens to the environment to allow spontaneous breathing. Audible alarms would inform the user of the problem. However, manual ventilation with an alternative device may be deemed necessary. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device displayed a "device failure" during operation. Ventilation was no longer possible. No health consequences for the patient were reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device displayed a "device failure" during operation. Ventilation was no longer possible. No health consequences for the patient were reported.